Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: testing was unable to duplicate or verify and load step malfunctions. There are no alarms related to the complaint; no loss of prime warnings observed in the black box, force readings were normal. No data in pump histories, from time of complaint, due to continued use rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force. The pump was exercised for 24 hours with no loss of primes occurring. A loss of prime was induced and pump gave audible and visual alerts. The pump was opened and no damage was found to the force sensor circuit. No damage found to the keypad. All buttons respond to presses appropriately. The keypad was removed; no damaged/misaligned button contacts found and no evidence of contamination found under the button contacts.

Event description:
On (B)(6) 2012, the patient contacted animas alleging that the load step initiated on its own without user intervention after the patient completed the rewind step for a cartridge change. The patient denied any issues with the keypad buttons. There was no reported patient impact associated with this complaint. This complaint is being reported because the alleged issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.